Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to stimulation that was no longer covering the patient's pain after multiple attempts of reprogramming. The patient was doing well following the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.